Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of (B)(4) received through the FDA medwatch program stating "pt was upset that her syringe blew out of the pump. She also stated that our pumps are not good. We just sent a new one and this happen. She is upset that whoever is handing the pump, is not doing good job. Inquire how she place her syringe in pump. Pt stated that she has been doing this for a while and she knows how to do it and did not go over how she placed syringe. Pt stated that she might have gotten hurt, the way the syringe blew off. No injuries. Pt was able to finish her infusion (barely per pt). Serial number and expiration date not known. Pt will return pump. No extra pump on hand. Pt requested new pump. Apologized and transfer to tech for pump scheduling. Entered pump, manual and return box. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by pt/caregiver". A good faith effort was sent to the initial reporter on (B)(6) 2022. Additional information was received from the initial reporter on (B)(6) 2022 stating the patient did not provide the pump serial number or expiration date information. However, upon further investigation in the system, there is a reasonable possibility the pump in question may be one of the following: serial number: (B)(4), dispense date: 11/26/2018, return date: n/a - pump not yet returned by pt; serial number: (B)(4), dispense date: 11/26/2018, return date: n/a - pump not yet returned by pt; serial number: s004943794, dispense date: 01/09/2020, return date: n/a - pump not yet returned by pt. At this time, koru medical has not received any of the above-mentioned devices for evaluation. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.